Manufacturer narrative:
No medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Medical records review: the patient was scheduled for filter placement prior to extensive spinal surgery with contraindication of anticoagulation. The patient was prepped and draped in usual sterile fashion. The right femoral vein was accessed and a sheath was placed. Bilateral renal venogram was performed and demonstrated the location of normal renal veins. Following this, an inferior vena cavagram was performed demonstrating an appropriate sized vena cava for filter placement without evidence of thrombus. The filter delivery system was placed and an inferior vena cava filter was successfully deployed below the lowest renal vein. The delivery system was removed and the patient tolerated the procedure well. Approximately six months post filter deployment, the patient was scheduled for filter retrieval as the device was no longer needed. The patient was prepped and draped in usual sterile fashion. The right internal jugular vein was accessed and a sheath was placed. An inferior vena cavagram was performed and demonstrated a vena cava filter in good position with a slight tilt to the tip of the filter. A snare device was inserted and multiple unsuccessful attempts were made to snare the hook of the filter. Multiple unsuccessful attempts were made in a lateral position. A final unsuccessful attempt was made using a vena cava filter removal system. Completion vena cavogram demonstrated the filter to be in good position with no extravasation. All devices were removed and the procedure was concluded. The patient tolerated the procedure well. Eighteen days post attempted filter retrieval attempt, CT venography was performed during a consultation which revealed filter limbs extending beyond the vena cava adjacent to and behind the aorta and iliac bifurcation; however, no perforation of major organs was apparent. Approximately one month post filter retrieval attempt, the patient was scheduled for a second retrieval attempt. The filter was dissected free of the wall of the ivc with the use of endobronchial forceps and removed successfully. Post removal venogram demonstrated a small perforation with a small pseudoaneurysm which was hemodynamically insignificant at the site where the tip was embedded, which resolved spontaneously over a 20 minute period. The patient was hemodynamically stable at the conclusion of the procedure. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a vena cava filter was deployed successfully, the reason for the filter deployment was not provided. No alleged deficiency with the device was reported. No other information regarding this event was provided. The patient status at this time is unknown. New information received: medical records were received and reviewed. The patient was scheduled for filter placement prior to extensive spinal surgery with contraindication to anticoagulation therapy. Approximately six months post filter deployment, the patient was scheduled for a filter retrieval procedure. The filter was found to be in good location with a slight tilt to the tip. Multiple devices were used in an attempt to remove the filter, but were unsuccessful. All devices were removed and the procedure was concluded. Approximately eighteen days post retrieval attempt, CT venography demonstrated filter limbs extending beyond the caval wall adjacent to and behind the aorta. Approximately one month post retrieval attempt, a second filter retrieval procedure was performed and the filter was removed successfully with the use of endobronchial forceps. A small hemodynamically insignificant pseudoaneurysm formed at the site where the filter tip was embedded and resolved spontaneously. The patient was hemodynamically stable at the conclusion of the procedure. No additional information was provided in the medical records received.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: the patient was scheduled for filter placement prior to extensive spinal surgery with contraindication of anticoagulation. The patient was prepped and draped in usual sterile fashion. The right femoral vein was accessed and a sheath was placed. Bilateral renal venogram was performed and demonstrated the location of normal renal veins. Following this, an inferior vena cavagram was performed demonstrating an appropriate sized vena cava for filter placement without evidence of thrombus. The filter delivery system was placed and an inferior vena cava filter was successfully deployed below the lowest renal vein. The delivery system was removed and the patient tolerated the procedure well. Approximately six months post filter deployment, the patient was scheduled for filter retrieval as the device was no longer needed. The patient was prepped and draped in usual sterile fashion. The right internal jugular vein was accessed and a sheath was placed. An inferior vena cavagram was performed and demonstrated a vena cava filter in good position with a slight tilt to the tip of the filter. A snare device was inserted and multiple unsuccessful attempts were made to snare the hook of the filter. Multiple unsuccessful attempts were made in a lateral position. A final unsuccessful attempt was made using a vena cava filter removal system. Completion vena cavogram demonstrated the filter to be in good position with no extravasation. All devices were removed and the procedure was concluded. The patient tolerated the procedure well. Eighteen days post attempted filter retrieval attempt, CT venography was performed during a consultation which revealed filter limbs extending beyond the vena cava adjacent to and behind the aorta and iliac bifurcation; however, no perforation of major organs was apparent. Approximately one month post filter retrieval attempt, the patient was scheduled for a second retrieval attempt. The filter was dissected free of the wall of the ivc with the use of endobronchial forceps and removed successfully. Post removal venogram demonstrated a small perforation with a small pseudoaneurysm which was hemodynamically insignificant at the site where the tip was embedded, which resolved spontaneously over a 20 minute period. The patient was hemodynamically stable at the conclusion of the procedure. Image/photo review: as medical images were not provided, a review could not be performed. Conclusion: the device was not returned. Images were not provided. Medical recorded were provided. A filter was successfully deployed below the lowest renal vein. Approximately six months post filter deployment, during a scheduled removal, the filter was found to be tilted. The filter could not be removed after several attempts. Eighteen days later a CT venography demonstrated the filter limbs perforating the ivc. Approximately one month post filter retrieval attempt, the filter was dissected from the ivc with use of forceps and removed successfully. Based on medical records the investigation is confirmed for filter tilt, filter perforation, and difficult to remove. Based upon the reported event, the alleged removal difficulties were likely due to the filter being tilted, however the definitive root cause for the filter perforation and tilt are unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: movement, migration or tilt of the filter are known complications of vena cava filters; filter tilt; filter malposition; perforation or other acute or chronic damage of the ivc wall. Note: it is possible that complications such as those described in the "warnings," "precautions," or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a vena cava filter was deployed successfully, the reason for the filter deployment was not provided. No alleged deficiency with the device was reported. No other information regarding this event was provided. The patient status at this time is unknown. New information received: medical records were received and reviewed. The patient was scheduled for filter placement prior to extensive spinal surgery with contraindication to anticoagulation therapy. Approximately six months post filter deployment, the patient was scheduled for a filter retrieval procedure. The filter was found to be in good location with a slight tilt to the tip. Multiple devices were used in an attempt to remove the filter, but were unsuccessful. All devices were removed and the procedure was concluded. Approximately eighteen days post retrieval attempt, CT venography demonstrated filter limbs extending beyond the caval wall adjacent to and behind the aorta. Approximately one month post retrieval attempt, a second filter retrieval procedure was performed and the filter was removed successfully with the use of endobronchial forceps. A small hemodynamically insignificant pseudoaneurysm formed at the site where the filter tip was embedded and resolved spontaneously. The patient was hemodynamically stable at the conclusion of the procedure. No additional information was provided in the medical records received.